Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR. Reports. #2649622-2016-11026, #3004209178-2016-15484, #3004209178-2016-04837, #3004209178-2016-04844, #3004209178-2015-15600, #3004209178-2015-16632.

Event description:
Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0x1qw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A company representative (rep)reported that the patient informed their health care provider(hcp) that she was seeing some puss coming from the lead stim lock location. She noticed it combining her hair and there was substance was coming out of the lead location. The patient was seen by the hcp on the day of report and antibiotics was provided to the patient. It was noted the event occurred post operation. A week later, the rep further provided that the patient had infection on the right side and complete system was removed. The patient was on antibiotic and would follow up with hcp first week of january. The indications for use for this patient were essential tremor and movement disorders. **please see manufacturer report #6000153-2016-00108 for information on the patient's concomitant system.